Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that the patient was found to have pupil asymmetry on 12/3/16 which worsened with left-sided neglect noted by the family on 12/4. A head CT on 12/4 showed an ischemic cva to the right mca. No hemorrhage was noted. The patient has no history of stroke prior to vad implant and there was not clot removal at time of implant. This patient does have a significant history of cad and vt. Neuro surgery was consulted, but no interventions were recommended at this point. Unfortunately, patient was not therapeutic on any anticoagulation at the time of the event. Heparin was started on post-op day 2, but was stopped on post-op day 3 due to an increase in vent heat tube training. Warfarin was started on post-op day 4, but stopped when the pupil asymmetry was noted. As of post-op day 6, patient was extubated in the morning and maintaining. The patient is currently on aspirin 325mg with no heparin and with potential to restart warfarin per neuro. The left arm is still flaccid with mild dysphagia also persisting. The patient is starting to recognize the left side, but there may be some vision changes as well. Patient remains in the cv ICU for close monitoring at this time.